Event description:
It was reported to philips that the device's image processing computer had a memory failure, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this case is not referring to any incident instead a fco implementation where ippc and host pc was replaced. Thus, complaint will be closed.